Event description:
An alleged event was reported where the uf removed exceeded the uf target. During treatment the uf rate was manually changed, by the nurse, to compensate for pt symptoms of cramping. The staff indicated that the machine did not alarm once the uf target was reached. The displayed uf removed on the screen did not show the same value as displayed in the data report screen. At the end of treatment, however, the pt was at her ideal weight.